Event description:
Customer reports the syringes used in the angiomat illumena injector burst and the threads can be over torqued (stripped). No injuries reported.

Manufacturer narrative:
Manufacture report: root cause identified: no. Root cause can not be determined since defect was not confirmed. Conclusions: device history record for final product was reviewed and no discrepancies on it were found. Visual and functional evaluation were not performed since the samples were not received for evaluation. During the manufacturing of this part number quality department realized a pressure test with psi according to the instruction number, and all the samples pass this test. This pressure applied at 1300 psi is greater than the pressure used (psi) by the customer. No damaged to the threads were performed during this test. Corrective actions: no corrective actions will be applied.